Manufacturer narrative:
This lead was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this lead performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range.

Event description:
It was reported that three days after an elective device replacement, a patient alert triggered and the right ventricular (rv) lead exhibited high rv coil defibrillation impedances that were rapidly changing during follow up. A connection issue was suspected, but one day after re-connecting the rv lead, there were high rv defibrillation impedances again. Testing was done for a connection issue, but the problem did not resolve. As the physician was not sure whether the header functioned correctly, the device was reprogrammed and then explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.